Event description:
It was reported on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was implanted in the patient. On an unknown date, it was noted that amulet was acutely embolized to the descending aorta. It was noticed incidentally on a computed tomography (CT) scan unrelated to the procedure the device was surgically removed. The patient was reported stable and recovering.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization into the descending aorta, after the device implant was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the cause of the reported device embolization could not be conclusively determined. The reported medical intervention was a result of case-specific circumstances as the embolized device was surgically removed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.